Event description:
The needle is coming off the syringe when injecting lidocaine to the patient.

Manufacturer narrative:
According to the customer, "the needle is coming off the syringe when injecting lidocaine to the patient". The customer reported that a "minute amount of lidocaine came out of the syringe". The customer stated that there was "no" serious injury and that the patient is "fine". The customer said that the sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.